Event description:
The pt rec'd two peripheral (off-label) model 3163 leads with the same lot number. It was reported, the pt experienced pain regardless of stimulation. Subsequently, the pt's peripheral scs leads were explanted. The physician took a culture to evaluate for possible infection.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked. There were several other nonconformances related to the product lot. However, the affected devices were removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.